Event description:
Analysis was completed on (B)(6) 2012 and the cause for the reported allegation is associated with a loose component in the power supply case. Once the resistor was soldered onto the power supply pcb, no further anomalies were identified.

Event description:
It was reported that the power cord for the physician's programming system was not functioning as intended. The charger would not charge the handheld device. Different combinations of chargers and handhelds were attempted and it was determined that the issue was with the power cord. The cord was returned to the manufacturer on (B)(6) 2012; however product analysis is not yet complete.

Manufacturer narrative:
A resistor, which was found to no longer be soldered to the printed circuit board, was identified inside the ac adapter's case. Once the resistor was soldered in place, functionality was restored and no further anomalies were identified.